Event description:
It was reported that the patient with the implanted pacemaker system presented to the emergency room (ER) with asystole and syncope symptoms the device was interrogated, and this right ventricular (rv) lead was found to be exhibit high pacing thresholds, intermittent loss of capture (loc), drop in pacing impedances, and pacing inhibition. It was suspected that possible rv lead damage to be the cause of the impedance and threshold changes that led to the intermittent loc and loss of consciousness. A revision procedure was performed, this rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.